Event description:
Site reports that pt presented to the office and was diagnosed with instability which resulted in revision of right tka.

Manufacturer narrative:
This report will be amended when our investigation is complete.